Event description:
Healthcare professional reported breakage of tissue expander. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold and opening curved on anterior. Leak test and microscopic analysis was performed which identified: striated opening on anterior and wear abrasion. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: breakage of tissue expander.

Event description:
Healthcare professional reported breakage of tissue expander. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
The device has been replaced.